Event description:
The customer reported that the analyzer produced a serum potassium result of 7.7 mmol/l on a pt sample. Repeat analysis of the same pt sample produced potassium results of 3.5, 3.4 and 3.6 mmol/l. The initial result of 7.7 mmol/l was not reported to the floor. There was no pt harm as a result of this occurrence.